Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by attorney that the patient underwent hernia repair surgery on (B)(6)2015 and mesh was implanted. It was reported that the patient underwent removal surgery and right inguinal hernia repair surgery on (B)(6) 2018 during which the surgeon noted the mesh was identified underneath the fascia. This was quite stuck to the surrounding tissue. It was freed from surrounding tissue and then it freed from the inguinal ligament where several sutures had to be removed and then again there was evidence of a lot of scarring. Dissection was quite difficult. Thus, it proceeded all the way to the level of the neck of the mesh where the deeper part of the mesh was freed form the muscular layer and was dissected from surrounding tissue and was removed. Once the mesh was removed completely, there was evidence of large resulting defect in the inguinal floor. It was reported that the patient experienced pain. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 3/11/2021. Additional information: a1, a2, b7.

Manufacturer narrative:
Date sent to FDA: 06/03/2020. Additional information: a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.